Manufacturer narrative:
Analysis of the stimulator, serial #(B)(4), found that the battery had reached normal end of life and telemetry and output were okay. There was no significant anomaly. A material analysis of the ¿cheese-like¿ substance determined it was a possible calcification deposition. Analysis of the lead, lot #v014787, found the body stretched. There was no significant anomaly.

Event description:
It was reported that the patient claimed that the implantable neurostimulator (ins) hurt her buttocks. The patient had lost a lot of weight due to old age and the ins was ¿pushing through her skin.¿ the patient also claimed that the ins as not working and the patient lost her programmer. It was noted that even if the patient still had the programmer, she would have still proceeded to explant due to pain. The patient was fine after explant. It was noted upon explant, that a ¿cheese-like¿, filmy residue coated the ins and the lead. (B)(4): document contained no new information.

Manufacturer narrative:
Concomitant medical products: product ID 3093-28, lot# v014787, implanted: (B)(6) 2007, product type: lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.